Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was impossible to release from the catheter to deploy. Reportedly, the clip was pulled off by force, and the clip was removed from the mucosa. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. Microscope examination was performed, and it was confirmed that the device had evidence of a full deployment. Dimensional examination was performed on the braided shaft to further analyze the deployment issue, and the lengths of various parts were within specification. A dimensional analysis was performed between the hooks of the bushing, and both side a and side b were within specification. A dimensional analysis was performed on the outside diameter of the bushing, and it was confirmed to be within specification. It was also noted that the flattening wire was within specification. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was impossible to release from the catheter to deploy. Reportedly, the clip was pulled off by force, and the clip was removed from the mucosa. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.